Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads gave low flow; as a result, therapy was interrupted and the pads were replaced with another set of pads.

Manufacturer narrative:
Received 1 used universal arcticgel pad with the original unit packaging. Visual inspection noted no obvious defects. The pad was visually inspected and the sealing between the clear film and the pad was adequate and the trim pattern was found to be correct. The energy connector and manifold connectors were free of damages and presented with a good connection. No manufacturing issues were noted during the evaluation. A functional evaluation was performed via a flowrate test. The pad was connected to the arctic sun machine model 2000 for 10 minutes and water immediately started flowing to the pad without any problems. Universal arcticgel pad: a total of 5.15 l/min m2 of flow rate was registered during the test. According to the test method the flow rate was found to be within specifications as the flowrate must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint was unconfirmed as the problem could not be reproduced. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.